Event description:
It was reported that the patient with a tined lead implanted began to experience lack of efficacy; therefore, an x-ray was performed and revealed the lead migrated. The patient had their neurostimulator and tined lead explanted. There were no further follow ups with the patient post-explant.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: ax1t011399. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.